Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they were able to clear the alarm but not able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and there was no sound at each setting. Pump error 63 is confirmed in the formatted history file due to a cold solder joint at the keypad assembly.